Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). The following follow up information was provided by a nurse: on an unreported date, the patient began remedial therapy with injection of amikacin (175 mg, daily, route not reported) and the outcome for the event of bacterial peritonitis with culture positive for gram negative organism had resolved.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with reflin (1 g, daily, route not reported) and fortum (1 g, daily, route not reported). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of bacterial peritonitis with culture positive for gram negative organism was resolving. The nurse considered the event of bacterial peritonitis with culture positive for gram negative organism to be unrelated to dianeal pd2 ultrabag therapy.